Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor. On (B)(4) 2019 at 10:00 a.m., customer was "loosing speech" and a reading of 90 mg/dl was obtained on the sensor compared to capillary reading of 44 mg/dl on a competitor meter. Paramedics were called and a reading of 27 mg/dl was obtained on the hcp meter and the customer was treated with unspecified "intravenous" injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor. On (B)(6) 2019 at 10:00 a.m., customer was "loosing speech" and a reading of 90 mg/dl was obtained on the sensor compared to capillary reading of 44 mg/dl on a competitor meter. Paramedics were called and a reading of 27 mg/dl was obtained on the hcp meter and the customer was treated with unspecified "intravenous" injection. There was no report of death or permanent injury associated with this event.